Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd luer-lok 10ml "mold like" foreign matter was discovered in syringe. The following information was provided by the initial reporter: it was reported by customer that on (B)(6) 2023 part #309695, lot #2322431 one syringe was opened during surgery. The syringe was found to have a "mold like" foreign matter on/in it.

Event description:
It was reported that prior to use with bd luer-lok 10ml "mold like" foreign matter was discovered in syringe. The following information was provided by the initial reporter: it was reported by customer that on 5/22/2023 part #309695, lot #2322431 one syringe was opened during surgery. The syringe was found to have a "mold like" foreign matter on/in it.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-jun-2023. H6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, it was observed that sample have severe discoloring throughout the finger grip and there were black and brownish yellow embedded stains observed inside the finger holes. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. H3 other text : see h10.